Event description:
A report was received that the patient will undergo an ipg replacement procedure due to difficulty charging. Database analysis showed high impedance battery is causing difficulty charging. The patient has dual implant.

Event description:
A report was received that the patient will undergo an ipg replacement procedure due to difficulty charging. Database analysis showed high impedance battery is causing difficulty charging. The patient has dual implant.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-1110-02 serial # (B)(4) description: implantable pulse generator (ipg).

Manufacturer narrative:
Additional information indicated that the patient's ipg is working properly and the patient is charging without any difficulties. No further action will be taken.